Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on a sleeve gastrectomy, after the display on the powered stapler's handle did not turn on, they tried to replace it on charge and waited but the display was already turned off and did not turn on anymore. Working sounds such as ¿waking feedback sound¿ could be clearly heard after removing it from the charger but the display was turned off. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the back handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered the articulation motor screws had become loose allowing the motors to move around. The connection between the motor output shaft and trilobe coupler was not impacted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after the display on the powered stapler's handle does not turn on, they tried to replace it on charge and waited but the display was already turned off and did not turn on anymore. Working sounds such as ¿waking feedback sound¿ could be clearly heard after removing it from the charger but the display was turned off. There was no patient involvement.